Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample without packaging was provided for evaluation. Upon visual inspection of the returned sample, a vertical crack was identified on the thread of the caresite under the ram optical. Based on the data from the investigation, the reported defect was confirmed. It was confirmed that the crack was the cause of the leakage we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the b. Braun affiliate: complaint: liquid leaked from the connection. Crack was found at the connector. The drug administered was methotrexate (an anticancer drug). We have received requests from customers to get the results of their investigations as soon as possible. No infection/no health hazard to patient.